Event description:
Incident: while attempting to perform a percutaneous delivery to a fractured l4 vertebra on an accident victim, the outer cannulae (100.103) became wedged into dense, hard bone and could not be extracted. The guidewire and aligning cannula were removed with difficulty, but the outer cannulae fractured off during extraction, leaving the distal end implanted in the vertebral body. The case was aborted and the fragment left implanted. Parts disposition: the hospital returned 2 outer cannulae, one aligning cannula and 1 guidewire for investigation.